Manufacturer narrative:
The reported events of high intraocular pressure, fibrosis and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during a needling procedure, xen®45 gts moved out of the anterior chamber of the unknown eye. The device remains implanted. A revision has been scheduled.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(6). , lot number 62745.

Event description:
Additional information reported xen®45 gts had moved out of ac further into the conjunctiva of the left eye with needling. Surgeon was unable to move it back into ac. The device remains implanted and a 2nd xen has been implanted via off label semi ¿ open technique.